Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected door harness wire reverse due to error code 260.4130. Replaced bezel assy (third party), and damaged bottom rear case. Replaced broken ail sensor right side, and corroded right, left iui. Replaced damaged door keypad. Lvp bezel post recall completed. A review of the device history record showed the device had a manufacture date of 07/02/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the assembly case - rear. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2014-0284 for ail. CAPA #ca-2018-0161 for iui's. CAPA #ca-2015-0209 for keypad.

Event description:
The customer reported the device was displaying error code 260.4130. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was displaying error code 260.4130. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying error code 260.4130. No patient involvement.